Event description:
It was reported that approximately 20 days post-implant of a bifurcated device and an infrarenal aortic extension, the patient presented emergently with an ischemic leg. A computed tomography scan revealed the aortic extension closed on itself. The physician elected to perform an open repair and explant the devices. The patient was treated with a dacron bifurcated graft and it was reported the leg ischemia was repaired. The patient tolerated the procedure well. Additional information: it was quite a straight neck,15mm length and a mean diameter of 23/24mm.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. MFR report # corrected, from 2031527-2013-00296 to 2031527-2013-00196.